Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that there was a random call service alarm, (B)(4), that could not be cleared, and a(B)(4) alarm that occured during a load step when the patient was disconnected from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review revealed call service alarm for rewind tolerance error on the reported failure date of (B)(4) 2013. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation; the motor assembly was tested and intact and there was no moisture corrosion observed. Product analysis was unable to duplicate the initial complaint during investigation.